Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had gray spots behind the lens. The issue was found during an esophagogastroduodenoscopy procedure. The procedure was completed using the device. There were no reports of patient harm.